Event description:
A user facility reported that air/water flow issue was noted with the evis lucera elite colonovideoscope. During a standard service inspection of the customer returned device, foreign object in the nozzle was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air/water nozzle clogging, curved rubber adhesive part cloudy, foreign object in the nozzle, adhesive part of the objective lens detached, objective lens adhesion part cloudy, objective lens dirt, lighting lens adhesion part cloudy, and universal cord wrinkle were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h5 component and problem codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. It is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.